Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device did not fire. In order to complete the case, they opened a new stapler to complete the case.